Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported that the rd neo sensor is reading 88%, compared to abg of 96%. Additionally, the customer reported readings dropping out and an inability to obtain readings with new rd sensors. No consequences or impact to patient were reported.